Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Review of t:connect pump data indicated that the battery gauge depleted quickly, dropping from 90% to 10%. Reportedly, the customer had not checked their blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.